Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Upon completion of the investigation, a follow-up report will be submitted. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. Additionally, a complaint history review was conducted, and no similar issues have been reported against this lot number. The device labeling includes the following warning statements: "avoid using excessive force to advance or retract the flowtriever catheter or triever20 against resistance. If excessive resistance occurs, retract and remove the device. Excessive force against resistance may result in damage to the device or vessel perforation." The device labeling recommends using a 22 fr introducer sheath while using the flowtriever system. Manufacturer reference: (B)(4).

Event description:
On (B)(6) 2025, a 47-year-old female underwent a deep vein thrombosis (dvt) thrombectomy using inari devices. The patient had a preexisting inferior vena cava (ivc) filter. The patient's clot age was estimated at 100 days. During the thrombectomy, the treiver20 catheter (t20) was advanced without an introducer sheath into the right popliteal vein to target clot in the right femoral vein. While trying to move the catheter within the vessel, the catheter became stuck and would not advance or retract. The catheter then separated, leaving the two halves connected by the inner coil. An attempt was made to remove the catheter using a mustang balloon; however, the attempt was unsuccessful. After two doses of nitroglycerin were administered, the physician was able to remove the catheter in full by twisting it clockwise. There were no injuries to the patient.

Manufacturer narrative:
The treiver20 (t20) was returned to the manufacturer and evaluated. Visual inspection confirmed a clear material separation at the material joint (35d-45d), the transition between the high and low durometer materials. To assess the material's integrity, durometer consistency was tested, and ft-ir spectra were obtained to identify any chemical changes potentially caused by over-processing, which could affect mechanical properties. The results showed no significant signs of chemical or mechanical instability. Additionally, thermogravimetric analysis (tga) was conducted to evaluate potential thermal degradation from over-processing. No evidence of degradation was found. Further analysis of the failure site was performed using a scanning electron microscope (sem) to determine whether the fracture exhibited brittle or ductile characteristics. Sem imaging at approximately 1.5 kx magnification revealed a fracture pattern consistent with brittle failure, likely attributed to the geometry of the structure. No signs of micro-ductility were observed. The brittleness of the material at the break in combination with not using an introducer sheath likely caused the failure. Manufacturer reference: (B)(4).